Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received three inappropriate shocks at home, followed by additional inappropriate shocks while in the emergency department. Review of episodes revealed significant drops in amplitude leading to oversensing and inappropriate shocks. The device was programmed off and the patient was admitted to the hospital. It was reported the patient had fallen approximately a week prior to the shocks and landed directly on their device. Additionally, the patient underwent a heart failure sensor implant six days prior to the inappropriate shocks. The device had been interrogated after the fall and appropriate sensing was observed. Following the inappropriate shocks, amplitude measurements were taken with positional changes which revealed changes in amplitude. It was suspected the device had moved following the patient's fall. An invasive procedure was performed to replace the system with a transvenous implantable cardioverter defibrillator (ICD). At the procedure it was noted the device had rotated approximately 90 degrees from the original position. Additionally, the electrode was noted to have pulled back and the suture sleeve was covering the xiphiod coil. The s-ICD system was successfully explanted and replaced. Following the procedure the patient had a CT scan which revealed a pericardial effusion (pe). The physician felt the pe was caused during the heart failure sensor implant, which is when the r-waves changed with subsequent inappropriate shocks delivered. No additional adverse patient effects were reported.